Event description:
It was reported that intermittently the pump battery depleted too quickly. There was no reported impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.